Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover to be intact and not broken. Visual inspection under a microscope did not reveal any tearing of silicone or cracking of the sleeve. A fit test was performed using the mcs instrument used during this procedure and the tip cover fit snugly without coming off easily. The inner diameter of the sleeve is properly lined with silicone, which creates a tight fit with the mcs tube extension, even if both surfaces are wet. Engineering was unable to replicate the complaint of the tip cover falling off. No physical damage found. The mcs instrument was also returned. Engineering found no physical damage that may have contributed to the reported problem.

Event description:
It was reported that upon removal of the monopolar curved scissor (mcs) instrument during a vinci s total hysterectomy procedure, the mcs tip cover fell off into the patient. The tip cover was retrieved and the planned procedure was completed without significant delay. No patient harm, adverse outcome or injury was reported.